Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The increase in shock impedances was noted to be gradual until values reached 139 ohms. Troubleshooting in other vectors was performed, but the impedances were even higher. At this time, no programming changes were made. The rv lead and existing implantable cardioverter defibrillator remain in service. No adverse patient effects were reported.

Event description:
It was reported as additional information that a boston scientific representative (rep) contacted boston scientific technical services (ts) related to high out of range shock impedance measurements of this right ventricular (rv) lead. It was noted that this issue has been known and monitored for two (2) years. Commanded shocks were performed in the past and the shock impedance measurements decrease but then they increase again. Ts stated that falling then rising shock impedances after commanded shocks is a typical presentation of calcification around the rv lead distal shocking coil. Ts provided guidance to the rep and the physician that they could consider performing defibrillation threshold (dft) testing to see how the device would operate in a ventricular fibrillation (vf) situation. The rep called back and indicated that dft testing was performed and the device was successful in delivering a 41 joule shock, but a code 1005 was observed. A code 1005 is an open circuit condition detected during the shock. Ts reviewed this code with the rep, which indicates that a monophasic shock was delivered. Ts stated that they are not confident that the delivered energy would be sufficient to convert an arrhythmia and future occurrences of code 1005 would be expected. Ts provided guidance to the rep and the physician to consider performing a lead revision at this time. The physician indicated that they will consider performing a lead revision. It was noted that the associated implantable cardioverter defibrillator (ICD) device appears to be unaffected at this point and is operating as programmed and as expected. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention of the commanded shock testing and the defibrillation threshold testing.

Event description:
It was reported as additional information that a boston scientific representative (rep) contacted boston scientific technical services (ts) related to high out of range shock impedance measurements of this right ventricular (rv) lead. It was noted that this issue has been known and monitored for two (2) years. Commanded shocks were performed in the past and the shock impedance measurements decrease but then they increase again. Ts stated that falling then rising shock impedances after commanded shocks is a typical presentation of calcification around the rv lead distal shocking coil. Ts provided guidance to the rep and the physician that they could consider performing defibrillation threshold (dft) testing to see how the device would operate in a ventricular fibrillation (vf) situation. The rep called back and indicated that dft testing was performed and the device was successful in delivering a 41 joule shock, but a code 1005 was observed. A code 1005 is an open circuit condition detected during the shock. Ts reviewed this code with the rep, which indicates that a monophasic shock was delivered. Ts stated that they are not confident that the delivered energy would be sufficient to convert an arrhythmia and future occurrences of code 1005 would be expected. Ts provided guidance to the rep and the physician to consider performing a lead revision at this time. The physician indicated that they will consider performing a lead revision. It was noted that the associated implantable cardioverter defibrillator (ICD) device appears to be unaffected at this point and is operating as programmed and as expected. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. It was reported that the previously reported impedance issues and the presence of a fault code were still occurring. Additionally, the patient received several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). A boston scientific technical services consultant informed the caller that the observed fault code could indicate a lead fracture. The consultant discussed the clinical observations and potential troubleshooting and programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated a commanded shock was performed. Shock impedance values were observed to still be greater than 125 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported as additional information that a boston scientific representative (rep) contacted boston scientific technical services (ts) related to high out of range shock impedance measurements of this right ventricular (rv) lead. It was noted that this issue has been known and monitored for two (2) years. Commanded shocks were performed in the past and the shock impedance measurements decrease but then they increase again. Ts stated that falling then rising shock impedances after commanded shocks is a typical presentation of calcification around the rv lead distal shocking coil. Ts provided guidance to the rep and the physician that they could consider performing defibrillation threshold (dft) testing to see how the device would operate in a ventricular fibrillation (vf) situation. The rep called back and indicated that dft testing was performed and the device was successful in delivering a 41 joule shock, but a code 1005 was observed. A code 1005 is an open circuit condition detected during the shock. Ts reviewed this code with the rep, which indicates that a monophasic shock was delivered. Ts stated that they are not confident that the delivered energy would be sufficient to convert an arrhythmia and future occurrences of code 1005 would be expected. Ts provided guidance to the rep and the physician to consider performing a lead revision at this time. The physician indicated that they will consider performing a lead revision. It was noted that the associated implantable cardioverter defibrillator (ICD) device appears to be unaffected at this point and is operating as programmed and as expected. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. It was reported that the previously reported impedance issues and the presence of a fault code were still occurring. Additionally, the patient received several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). A boston scientific technical services consultant informed the caller that the observed fault code could indicate a lead fracture. The consultant discussed the clinical observations and potential troubleshooting and programming options. No adverse patient effects were reported.